Event description:
Product complication: none. Time of complication: during hospitalization, start date was 2005 and no stop date was reported. The carotid procedure was performed on in 2005. Symptoms: slight left hemiparesis, left hemianopia and left side neglect. During hospitalization the pt experienced 3 new deficits post-procedure on nihss. The condition is continuing and was not pre-existing. Unk if product related and no action/treatmeant was performed. The event did not result in prolonged hospitalization or other intervention; however, the pt's condition is unchanged. CT scan shows old lacunar infarcts and a subcortical right parietal infarct. No acute infarcts or bleed and watershed infarcts from rica stenosis. Current nihss is 4. The pt is alert and oriented and able to follow complex commands, speech fluent, articulate with intact repetition and some slowness to respond with neglect to visual, authority, and tactile mobility on left side. The carotid procedure was successful with no incident reported. The pt has suffered a stroke prior to the carotid procedure and it was found the rica was severe 90% stenosis with slow transit time intracranial rica fills, right mca only. The final adjudication indicates the guidant's medical advisor's adjudicated the case as a stroke that occured with the carotid procedure. The pt has increase an in nihss on post-procedure as documented by attending physician (who performed both nihss). Likely had slight peri-procedure right hemisphere stroke or worsening of minor stroke deficit, due to procedure. No additional info was available.